Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The balloon and outer member were separated at the proximal seal. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The procedure was to treat a mildly calcified, 70% stenosed, de novo lesion in the proximal left anterior descending artery (plad). During the procedure the doctor noticed that delivery system balloon did not open, despite the previous pre-dilatation. The doctor tried to open the balloon but in vain. The device was removed and replaced with another one. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.